Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. Via x-ray fluoroscopy it was discovered that the right atrial (ra) lead had become dislodged due to twiddler syndrome. The ra lead also exhibited inadequate capture, p-wave sensing, an a impedance anomaly. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.